Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
As reported, the device would not turn on. There was no patient use associated with the reported event.